Event description:
Dr. (B)(6) submitted patient progress notes on (B)(6) 2025 and they reported that the patient will need a right hip revision of the current custom-made device due to infection and continuous drainage. However, dr. (B)(6) does not believe the custom-made device caused or contributed to the need for revision.